Event description:
Toothbrush head comes off/shaft was exposed while brushing back molars - oral-b [device breakage] loose...started happening gradually - oral-b [device connection issue] case narrative: consumer via chat stated that the oral-b toothbrush head came off while brushing with her oral-b toothbrush, model 3765. No injury was reported. 23-jul-2023 follow up via digital safety assessment survey: the consumer was a 41 year old female. No injury was reported. 29-jul-2023 follow up via pictures: the suspect product was oral-b power power oral care refills cross action eb50. No injury was reported. 14-sep-2023 case update: the concomitant product lot was bc906111756. No injury was reported.

Manufacturer narrative:
21-sep-2023 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Toothbrush head comes off/shaft was exposed while brushing back molars - oral-b [device breakage] loose...started happening gradually - oral-b [device connection issue]. Case narrative: consumer via chat stated that the oral-b toothbrush head came off while brushing with her oral-b toothbrush, model 3765. No injury was reported. 23-jul-2023 follow up via digital safety assessment survey: the consumer was a 41 year old female. No injury was reported. 29-jul-2023 follow up via pictures: the suspect product was oral-b power oral care refills cross action eb50. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.